Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st segment elevation was noted. Medication was administered, and the st segment elevation recovered. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 8 injections were performed with the balloon catheter with no issue on the date of the event. A clinical issue was encountered during procedure. The device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that a hemostatic valve issue on the sheath was suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.